Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿invalid syringe size" was verified through several tests which showed invalid syringe size. The probable cause was defective barrel clamp potentiometer. Replaced barrel clamp potentiometer to resolve the reported issue. Further investigation found the battery door was cracked, barrel clamp slide requires remediation, crack in plunger case right. Replaced battery door 4000, barrel clamp slide and plunger case right. The pump was recalibrated and passed all performance verification testing. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that there was an invalid syringe size. The event happened during testing. There was no patient involvement.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.